Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with chipped out on lower left corner of top case also cracked on right plunger case and handwritten serial number on bottom case label. Event history log review was performed and found "pharmguard data transfer recommended" in the ehl. Visual inspection and power up process were performed. The customer's reported problem was confirmed. According to the investigation found 'pharmguard data transfer is recommended' at power up which was caused by full pump memory. According to the investigation, service downloaded history with pharmguard toolbox and performed pm and all functional tests which passed. Investigation also replaced damaged top case and right and left plunger cases, replaced worm coupling, worm gear, motor mount, leadscrew, clutch spring and right and left clutch halves. Installed cable guard per eco 12-0097, cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited continuous alarm data transfer recommended and cracked case. No patient involvement reported.